Event description:
It was reported that a venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "the issue arises after injecting medicine into the cannula hub. Following this, fluid, blood and other infusions begin pouring out of the cannula hub. We then remove the device. On close inspection, there is a grey rubber bung that has been displaced backwards from the cannula¿".

Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "the issue arises after injecting medicine into the cannula hub. Following this, fluid, blood and other infusions begin pouring out of the cannula hub. We then remove the device. On close inspection, there is a grey rubber bung that has been displaced backwards from the cannula¿".